Manufacturer narrative:
Philips service reconnected disks and installed a new hdd; however, the issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to boot, requiring manual intervention on an allura xper fd20/15. The clinical use of the system was unknown. There was no reported patient or user harm.